Event description:
Device 2 of 3. Reference MFR report#: 1627487-2019-06941. 1627487-2019-06943.

Manufacturer narrative:
Therapy date: therapy date is currently unknown for model: 3186, scs lead =. Therapy date: therapy date is currently unknown for model: 3789, scs ipg. Investigation results will be provided in the final report.

Event description:
Device 2 of 3 MFR. Reference report#: 1627487-2019-06941, 1627487-2019-06943. It was reported that on an unknown date the patient's scs system was explanted for reasons currently unknown.